Event description:
A 28mm diameter x 18mm diameter x 170mm length talent xcelerant stent graft was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that the graft cover was crinkled up upon delivery of the stent graft and this was found after the delivery system was removed from the pt. There were no pt complications or incident as a result of the device use. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product aneurx aaadvantage stent graft system.

Manufacturer narrative:
(Graft cover kinked). Summary: the delivery system was returned to medtronic and its evaluation has been completed. The graft cover had accordion deformation and sharply kinked at 23cm from end of nosecone; however, the kink is possibly due to return packaging. The deployment handle was fully retracted and the quick disconnect button was retracted 22cm. The deployment handle was reseated in the lab without difficulty a mock deployment performed, then the quick disconnect button was retracted to 20.5cm which is as far as it could retract. This cause the graft cover to crumble at the end of the graft stop where the accordion deformation was located. It was determined that the sheath crumble was due to the over-exertion of the tapered tip retraction into the graft cover after the stent graft was deployed.